Event description:
The head surgeon reported that he had a revision surgery due to a broken nail.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.